Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, it was noted that there was a decrease in the r-wave values on the right ventricular (rv) lead. There were no episodes of oversensing or undersensing. The rv lead was capped and replaced to resolve the event and the patient was stable.